Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify an error in the motor was detected by reading unexpected value from hall sensor or this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was received with cracked select button keypad overlay, stained keypad overlay, serial number label faded, scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm and noticed condensation under screen. Troubleshooting was done for insulin pump error alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.